Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are six minicap transfer sets that had connection issues. It was stated that the transfer set could not connect successfully to the titanium adapter. The titanium adaptor is still in use and is working per specification. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. In addition, integrity of seal surface testing was performed. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.